Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.